Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. According to the patient, on (B)(6)2026, the sensor wire was reported to have been retained in the skin. No symptoms were reported but the patient went to the hospital. An x-ray was made which showed no sensor wire, but the following ultrasound did confirm that that sensor wire was still in the skin. The patient underwent a surgical intervention in order to remove the sensor wire. However, the sensor thread could not be removed because it was too deep in the tissue, and the wound was then left open. The patient was then closely followed by their doctor. The patient stated that if the sensor wire does not come out spontaneously within 12 to 18 days, further surgery would be necessary. There was no documentation of further medical intervention. There was no treatment documented. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the sensor wire was reported to have been retained in the skin. No symptoms were reported but the patient went to the hospital. An x-ray was made which showed no sensor wire, but the following ultrasound did confirm that that sensor wire was still in the skin. The patient underwent a surgical intervention in order to remove the sensor wire. However, the sensor thread could not be removed because it was too deep in the tissue, and the wound was then left open. The patient was then closely followed by their doctor. The patient stated that if the sensor wire does not come out spontaneously within 12 to 18 days, further surgery would be necessary. There was no documentation of further medical intervention. There was no treatment documented. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.